Event description:
The doctor was doing an endoscopic greater saphenous vein harvest on a patient for CABG surgery using the vasoview 6 endoscopic vessel harvesting system when he discovered a defect on the plastic insert on the system. The device was sequestered and labeled/tagged.